Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time she received largely different results from her adc blood glucose meter, but declined to provide the actual readings or when they were received. It was further reported she tried to test her meter using water instead of blood and then compared the results, which reportedly had large differences. She also noted that due to the issue with her meter she was hospitalized. Customer declined to provide any further information and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500165544) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.